Event description:
Customer received a result of 245 mg/dl on the mobile system, and a result of 69 mg/dl on the performa combo system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer self-treated with sugar and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa combo system (lot number and expiration date unknown). (B)(4).